Event description:
It was reported that a patient presented to clinic for follow up. The patient left ventricle (lv) lead exhibited failure to capture and high pacing impedance. The lv lead was capped and replaced with a new lead on (B)(6) 2024. The patient was stable throughout the procedure.